Event description:
Patient has swan ganz catheter. Issues with it reading appropriately in the past, including losing its waveform. This morning, swan was found to have migrated even though it was in "locked" position. Cardiology at bedside at the time. Cxr [chest xray] placed for verification. During shift change bedside handoff with night shift rn, writer noticed that swan, while in "locked " position was still able to move in introducer. Cca [care coordination associate] and cardiology notified. Measures in place to help prevent further migration of swan ganz.